Event description:
When attempting to deploy the ivc filter in the usual infrarenal position, the filter failed to open up. Filter travelled with blood flow and lodged in the pulmonary artery. It was retrieved with a snare, but opened in the right iliac vein. The pt went into ventricular fibrillation and could not be resuscitated.